Event description:
A bipap auto series device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician confirmed "evidence of foam". Additionally, the service technician also noted an error code present e066 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.